Event description:
A customer reported that the t:slim x2 pump battery was not charging, with a power source alert appearing in the pump history. There was no adverse impact on the customer¿s blood glucose level. The issue resolved after the customer changed charging supplies, using the same tandem wall adapter and charging cable, leading to the pump charging successfully without further assistance needed.